Event description:
On (B)(6) 2026, the user reported experiencing a high glucose event. The user provided the following example set: (B)(6) 2026 at approximately 11:57 pm cet, with a sensor glucose (sg) value of 211 mg/dl. The user indicated that a blood glucose (bg) value was obtained around the same time; however, the exact bg value was not recalled and was reported to be similar to the sg reading. The user did not seek medical treatment and reported no symptoms at the time of the event. The user's healthcare provider was not aware of the event, and the user was advised to follow up with their healthcare provider for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.